Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The device had minor scratches on the lcd window, broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 350 mg/dl and has treated with a needle. No further information reported. No further information reported.